Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two loading units did not fire during laparoscopic right lung metastasectomy by video-assisted thoracoscopic surgery. Another loading unit was used to complete the case. The surgical time was extended for 30 minutes due to device, but there was no patient injury.